Manufacturer narrative:
Pump had detached end cap, cracked case at display window corner and minor scratched display window. Unable to perform the self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to detached end cap. Pump passed stop current test and run current test. Drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap fell off. The customer reported that they did not press on the drive support cap. The customer¿s blood glucose at the time of the incident was 352 mg/dl which was treated with manual injection. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.